Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit alarmed. The pump was unable to prime during the prime test due to faulty force sensor system. The pump was unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarmed. The motor passed motor test. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked. The drive support disk was inspected and no anomaly was noted. No motor position encoder on alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error, excessive no delivery and battery out limit from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the motor error occurred multiple times. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there are no motor position encoder error alarms. The customer was able to rewind the pump. The customer stated that the pump alarmed after a battery change. The customer was advised that it is normal behavior that the batteries were out of the pump greater than duration allowed by the pump.